Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with the device suspending insulin delivery prior to the low and no additional insulin delivery at the time of the event; the user received a low-glucose alert from the cgm around 74 mg/dl, recorded a nadir of 54 mg/dl, and the excursion lasted about one hour. Symptoms included low blood glucose. Outcomes included no professional medical intervention, no loss of consciousness, and self-treatment with oral glucose. Investigation included review of device performance and user-reported data. Investigation of this case revealed that insulin delivery had been suspended in response to a predicted downward trend, and the cause of hypoglycemia remained undetermined. It was concluded that the device functioned as designed and that the event was attributable to hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.